Event description:
Per the clinic, the patient experienced pain and skin irritation at the external magnet site which was treated with an antibiotic (mode of administration unknown).

Manufacturer narrative:
Device analysis report attached. This report is submitted on september 26, 2022.